Manufacturer narrative:
(B)(4).the incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.

Manufacturer narrative:
Covidien reference # : (B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the sealing was incomplete after the third seal attempt during a cystoprostatectomy. End tones, indicating a completed seal cycle, were heard. It is unknown if regrasp alarms were heard. There was no bleeding and no injury to the patient.